Event description:
It was reported that the ilet pump exhibited screen bezel separation/delamination at the edges, and a replacement device was shipped to the user while the original was requested for return. Symptoms included no reported adverse clinical effects and no changes in blood glucose control related to the screen issue. Outcomes included continued device use planning and coordination for return of the original unit, with no medical intervention or hospitalization. Investigation included complaint intake review and return request for device evaluation. Investigation of this device revealed a suspected enclosure/display bezel separation consistent with a hardware cosmetic/structural defect affecting the screen assembly, with no associated alerts or functional alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was a product quality issue related to device enclosure integrity.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.